Event description:
Company representative reported exposure and wound dehiscence. Device was explanted and replaced. This relates to the unknown side.

Manufacturer narrative:
The event of exposure and wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and wound dehiscence.